Event description:
A nurse reported that an ophthalmic entry system unable to perform the puncture. This was observed before the vitrectomy surgery. The surgery was completed by changing the alternative product without any patient health impact. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).